Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient doesn't think the therapy is working for around a week because she wets her pants 3 times at night, urine ran down her leg and she had to change pads 4 times last night. Patient attempted to use the programmer, but is encountering the message indicating the aaa batteries needs to be replaced. Patient has not changed the batteries in the programmer since she was implanted in june, and didn¿t have the money to purchase new batteries and likely won¿t be able to change them until next week. Patient was advised to call back when she is able to change batteries to be assisted with further troubleshooting. No further complications were reported or are anticipated.